Event description:
Port placed in 1993. Pt went into respiratory arrest after initial flush. The port was accessed without difficulty. A dye study showed no problems. The port was flushed 1.5 yrs later after a blood sample and the pt went into respiratory arrest again. The port was removed.